Event description:
It was reported that upon interrogation, the pulse generator exhibited noise in the atrial channel. He performed isometric testing but no anomalies were noted. The device sensitivity of the atrial channel was adjusted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.